Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable lead was explanted due to sepsis and infection. A new device system was successfully implanted and antibiotics were administered. No additional adverse patient effects were reported.